Event description:
Postoperatively, the patient reports having a piggyback iol implanted in order to resolve diplopia. Patient continues to experience haze, which is causing difficulty driving. Further information has been requested from the physician. No details are available at this time. No device information received.